Event description:
The complainant reported that the physician was performing a diagnostic biopsy procedure on a pt (age and gender unknown) using the easy care coaxial kit. The physician reported that during the procedure, the needle advanced too deeply resulting in a lesion to the renal artery. The physician then obtained another device and successfully completed the pt procedure. The complainant reported that there was no additional pt treatment required as a result of the wound to the renal artery.

Manufacturer narrative:
The complainant reported that the device would not be returned for eval, as it was discarded subsequent to the procedure; consequently, a physical evaluation can not be performed. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The easy core oncology product family is not performing at or above the cal, nor is it undergoing an unfavorable trend. The 02/2007 15-months trend report for all complaint failure modes was reviewed; no adverse trends were noted.